Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation has been initiated.

Event description:
It was reported that, during a meniscus repair procedure, the t2 of the fastfix 360 did not deploy. The procedure was resumed using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.